Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having sinus infection. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of sinus infection related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external and internal part of the device. Dust/dirt like contamination on the bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4power connector was observed. Pil observed a guage in the corner of top enclosure. An unknown contaminant was observed inside the bottom and top enclosures, inside the ui and rear panels. Discoloration was observed on the blower box upper cap and the blower box. A tobacco like substance was observed throughout device and airpath. Liquid ingress was observed on the blower and blower box, a contaminate consistent with keratin was observed on the blower box. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device but there is no evidence of degraded sound abatement foam.